Manufacturer narrative:
Batch review performed on 07-dec-2023 lot 2237857: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 7 months after primary, the patient came in reporting pain due to a ruptured extensor mechanism, which occurred during physical therapy. The surgeon repaired the ruptured extensor mechanism and revised the 10mm insert with a 14mm insert. The surgery was completed successfully.